Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v207130, implanted: (B)(6) 2009, explanted: (B)(6)2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was in a car accident and had the previously implanted system removed at an unknown time. A new system was reimplanted on the day of the report. It was notedthe issue was resolved. No symptoms were reported no further complications were reported/anticipated.